Event description:
It was reported that during pre-implant testing this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a red alert indicating initial testing of the device was not passed. The device was not used for implant, and device data was sent to technical services (ts) for further review. No patient involvement.

Event description:
It was reported that during pre-implant testing this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a red alert indicating initial testing of the device was not passed. The device was not used for implant, and device data was sent to technical services for further review. No patient involvement. Technical services reviewed provided data inside device memory and observed a significative drop in battery voltage consistent with exposure to quite low temperature. If this was not the case, the field was instructed to return this device and not proceed with implant. This product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.